Manufacturer narrative:
The paddle lead involved in the complaint was not returned as it was kept by the facility.

Event description:
A report was received that the pt was involved in a car accident and is having trouble with his stimulation. The pt was unsuccessfully reprogrammed multiple times. The pt underwent a lead revision where the paddle lead was replaced. The explanted paddle lead was damaged. The polyurethane coating was broken causing the internal wiring to be exposed. The pt was reportedly doing well after the revision.